Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue relating to improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see. H.10.

Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes exhibited caps that were croocked and loose. Verbatim: according to the customer's report, the purple caps were on crooked and were loose.